Event description:
The customer had called to report a "pdm error" and was "very displeased with the product." During the call she mentioned that she "was in the hospital" a week ago due to ketoacidosis. As the customer was "incredibly disgruntled and in a rush," insulet customer support was unable to gather add'l info about the events concerning the ketoacidosis / hospitalization. (She stated that she "would have gotten hostile" if customer support "prompted her for more info.") No specific problem with the omnipod system was cited. The treatment received in the hospital and her length of stay could not be obtained. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval, we are unable to confirm any device malfunction that may have caused or contributed to the customer's ketoacidosis, leading to her being hospitalized. No specific pod or pdm issue was cited. Based solely on the info provided in the report, there is no indication that a failure of the monipod system may have contributed to the event. No conclusion can be drawn. A review of the customer's call history to insulet customer support was reviewed: no call was received around the time frame of the event (approx one week prior to this report). It is unk what issue(s) with the omnipod system the customer may have been experiencing leading up to the event. Due to the customer's reluctance to provide add'l info, no conclusion can be drawn. A review of lot qualification records could not be performed as no lot numbers were provided.